Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening extended on the radius, crease fold, and underweight. A microscopic analysis was performed which identified, one smooth opening on the radius. Based on the device analysis the final assessment is: one smooth opening on the radius assessed as smooth opening.

Event description:
Healthcare professional reported "left side implant rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "left side implant rupture". Device remains implanted.